Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing on the section of the rectum with contour 40 and then anastomosis on a laparoscopic colorectal resection, a leakage was observed during the leak test. A temporary ileostomy was done to resolve the issue and complete the case. The surgical operation was prolonged. There was tissue damage as a result of the event.